Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A (B)(4) distributor contacted zoll to report that a patient developed a rash under the front therapy electrodes. Patient reported the rash is burning and itchy. Patient reports having a nickel allergy. There was no alleged device malfunction contributing to the irritation. Patient reported that a family physician prescribed a fungal ointment. Follow up indicated that the ointment is helping with the skin irritation.